Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reportable event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that image disappears on the bronchovideoscope during angulation in the upward/downward direction due to damage on the charged coupled device (ccd) unit. There is no patient involvement.